Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the site reported there were no actions taken, yet, related to the event and it remains ongoing as of (B)(6) 2017. The site indicated the cause was due to the battery, but was not able to clarify if it was normal or abnormal battery depletion at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported reduced efficacy. Interventions include a surgery to be scheduled on (B)(6) 2017. The reduced efficacy started on (B)(6) 2017. It was reported that the event was related to the device or therapy and not related to the implant procedure. As a result of the battery dying, they had noted less effectiveness and not feeling stimulation. It was reported that the event was ongoing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the reduced efficacy was due to normal battery depletion. No further complications were reported/anticipated.